Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy with cholangiogram - "a lap chole was in the process. Dr. (B)(6) placed a maryland laparoscopic grasper into an 11 trocar. Once the maryland was in view the team saw a hair like strand. Once the strand was removed from the abdomen it was examined by dr. (B)(6). At first the team was not sure if it was a suture or a part of the trocar. All parts were collected and saved with the packages for the trocar and the strands. The strand did not appear to be a suture by the way it broke off like a piece of plastic." Type of intervention - "removed the hairlike strand and sequestered it with the trocar." Patient status - recovered and discharged.

Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation along with two strands of clear particulate. Upon inspection, engineering noticed grooves inside the cannula and attempted to match them with the clear particulates. They did not match. Engineering then attempted to replicate the complainant's experience; they were able to create grooves inside the cannula; however, they were unable to create particulation. The likely root cause of the particulation could not be determined as it is unlikely the particulates came from the cannula. As the instructions for use (IFU) states, "as with all trocars, instrument compatibility should be evaluated prior to use." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.